Manufacturer narrative:
The customer replaced co2 electrodes and membrane and calibrated the unit; however, qc was low. On (B)(4) 2010, a bci field service engineer (fse) and requested the customer to calibrate the ion-selective electrode (ise) three times. The first calibration passed, however the subsequent calibration failed. Fse removed the flow cell and found the following: co2 sensor was incorrectly built. Quad ring missing two plastic pieces were installed backwards with the membrane in between. Fse repaired the flow cell, built the co2 sensor correctly, primed the flow-cell and calibrated the system. Calibration failed fse replaced the co2 alkaline buffer, primed and repeated calibration, which failed (same error). Fse replaced both co2 electrodes with new membrane, primed and recalibrated the unit; which passed within specification. Fse performed high and low precision test, which passed within specification. Fse replaced buffer.

Manufacturer narrative:
The customer replaced co2 electrodes and membrane and calibrated the unit; however, qc was low. On (B)(4) 2010, a bci field service engineer (fse) and requested the customer to calibrate the ion-selective electrode (ise) three times. The first calibration passed, however the subsequent calibration failed. Fse removed the flow cell and found the following: co2 sensor was incorrectly built. Quad ring missing two plastic pieces were installed backwards with the membrane in between. Fse repaired the flow cell, built the co2 sensor correctly, primed the flow-cell and calibrated the system. Calibration failed fse replaced the co2 alkaline buffer, primed and repeated calibration, which failed (same error). Fse replaced both co2 electrodes with new membrane, primed and recalibrated the unit; which passed within specification. Fse performed high and low precision test, which passed within specification. Fse replaced buffer. Corrections were made: from: unicel dxc 800 pro synchron chemistry analyzer. To: unicel dxc 600 pro synchron chemistry analyzer. Model number: from: dxc 800 pro, to: dxc 600 pro. Catalog number: from: a11812, to: a11810.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low carbon dioxide (co2) result and qc recovering low on the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were initiated. Patient results are provided. Unknown if patient treatment was impacted or not.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low carbon dioxide (co2) result and qc recovering low on the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were initiated. Patient results are provided. Unknown if patient treatment was impacted or not